Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was obtained: the procedure was a partial gastrectomy. He completed the operation successfully and closed up the patient without bleeding. The doc did mention that the patient had calcified vessels and other comorbidities. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what were the indications for the surgical procedure? What co-morbidities did the patient have at the time of surgery? Did the patient have pre-operative radiation or chemotherapy? Did the surgeon encounter any issues with the device during the original procedure? Were there any generator errors/alert screens during the initial procedure with the device? Were there any hemostasis issues noted during the original operation? Was the harmonic device used in the areas where the calcification was? How was the internal bleeding diagnosed/discovered initially post-op? What was the approximate timeline between the completion of the initial procedure and when bleeding was identified post-op? Was the source of the bleeding identified? Was the bleeding source/bleeding vessel where the harmonic was used? Can a complete timeline of events and the interventions conducted be provided? What was the cause of death? Can a generator log be pulled for engineering review? Can more information be provided regarding the what is meant by "cascade" and how the surgeon believes the device led to the patient's bowel dying? Does the surgeon believe there was an alleged deficiency of the harmonic device that may have caused or contributed to the patient death? If so, why? Is the surgeon interested in speaking with ethicon medical and engineering? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy procedure surgeon used the device to take down the grater curvature and the lesser curvature of the stomach, surgeon made no mention of any issues with the device during the procedure. Postoperatively the patient presented with internal bleeding, staff attempted to embolize, but patient was brought back to the or. In the or it was found that the bleeding created a ¿cascade,¿ and that the patient¿s bowel was ¿dead.¿ patient expired over the weekend.